Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted via the patient's left femoral artery. When counterpulsation began the balloon did not inflate. The pump kept alarming, balloon failed to inflate. As a result, the md changed the intra-aortic balloon pump (iabp) setup. The iab was removed and replaced. The replacement was successful. There was no reported patient complications,or injury. Surgical / medical intervention was not required. According to the md's note, "we inserted 40cc iabp. What happens is after insertion and connecting all the tubes, assist was started at 1:1 ratio but when put under fluoroscopy the balloon was not inflating, we then restart the process and still no inflation so we change the whole iabp kit." The length of time prior to the event was 10 minutes. The second iab was inserted into the same insertion site. The patient outcome is patient died; however, the device did not contribute to the death of the patient.

Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. The device history record was not completed because the lot information for this complaint was not supplied and the lot history for this customer cannot be found. Conclusion: the reported complaint of suspected leak is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted via the patient's left femoral artery. When counterpulsation began the balloon did not inflate. The pump kept alarming, balloon failed to inflate. As a result, the md changed the intra-aortic balloon pump (iabp) setup. The iab was removed and replaced. The replacement was successful. There was no reported patient complications,or injury. Surgical / medical intervention was not required. According to the md's note, "we inserted 40cc iabp. What happens is after insertion and connecting all the tubes, assist was started at 1:1 ratio but when put under fluoroscopy the balloon was not inflating, we then restart the process and still no inflation so we change the whole iabp kit." The length of time prior to the event was 10 minutes. The second iab was inserted into the same insertion site. The patient outcome is patient died; however, the device did not contribute to the death of the patient.